Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed button error followed by unresponsive buttons due to corroded keypad traces. Traces of moisture found at the motor assembly. The device was received with cracked case at display window corners and battery tube threads, and minor scratched display window.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 120 mg/dl. The customer recalled that the insulin pump may have gotten wet from him being at the beach. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.